Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a skin integrity issue. The patient had scratches and marks on the foot.